Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
It was reported that the machine alarmed system error 2240 due to heater bags not being connected properly, air got into the system during priming. The patient was not connected at the time of alarm. There was no patient involved. There was no reported injury or medical intervention.